Event description:
It was reported that the customer's insulin pump had a crack on the upper right corner of the display screen. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with cracked case, battery tube threads, reservoir tube lip, belt clip slot and display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).